Event description:
It was reported by service report that the footend lift was stuck in an elevated position. The customer reported they did not know if there was pt involvement or if there were any adverse consequences to report.